Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4). The pp (serial #(B)(4)) was returned and analysis found the patient programmer to have a corroded telemetry board, which was replaced.

Event description:
The consumer reported the batteries in the patient programmer (pp) were leaking inside the battery compartment. There was no telemetry. The batteries were replaced and the screen came on, but the patient was not able to turn stimulation up or down. The navigation buttons were non-functional. Patient symptoms reported included headaches. The change in therapy or symptoms was noted as sudden. The patient's symptoms returned the day of the report because she was not able to turn up the stimulation. The patient mentioned she may change stimulation up to three times per day. The patient's indications for use included non-malignant pain. If additional information is received, a follow-up report will be sent.